Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-00077 and 2015691-2021-00086. The device was not returned to edwards lifesciences for evaluation. Imagery was provided and the patient¿s access vessels were noted to be severely calcified with moderate tortuosity. The left access vessel had an mld of 5.0mm, which is less than required for a 14f esheath (5.5mm). Procedural imagery revealed that the valve had a bent inflow strut after valve alignment. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar complaints. Although the resistance was confirmed a complaint history review is not required as the issue has been previously identified in a corrective action preventative action (CAPA) and a product risk assessment (pra) which captures root cause analysis for the issue. The IFU and training manuals were reviewed for guidance and instruction on device preparation and usage. During delivery system insertion through sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Aspirate as necessary during delivery system insertion. Take care when handling. Do not bend system either at the handle or tip. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. The thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the sapien 3 ultra valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The frame damage was confirmed. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿the valve was inserted into the esheath and excessive force was needed to advance the valve through the sheath at the external iliac¿, ¿the team noted that one of the valve struts was bent¿, and ¿upon removal of the sheath from the patient, a tear in the blue material of the sheath was noted. The tear was prong-like, possibly caused be the strut of the valve or calcium slicing it¿. Per imagery review and noted, the patient access vessels had presence of severe calcification, moderate tortuosity, and undersized vessel. The presence of calcification, tortuosity, and undersized vessel can create a challenging pathway during delivery system advancement, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catching and tearing the sheath shaft and/or the valve struts interaction with the calcification during advancement, and resulted in the bent strut observed. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/ tortuosity/ undersized vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A CAPA has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently on implementation phase. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risk management worksheet documents the potential for thv exerts excessive force on annulus, resulting in no patient harm, which did occur during this event.

Manufacturer narrative:
UDI: (B)(4). This is one of three manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a tf tavr case the 26mm s3u valve was prepped per protocol. The valve was inserted into the esheath and excessive force was needed to advance the valve through the sheath at the external iliac. Rotoglide was used and eventually the valve was successfully advanced. Valve alignment was performed with no issue and the valve advanced to the native annulus. The team noted that one of the valve struts was bent. The valve was deployed with no issues. At the very end of inflation the commander delivery system balloon ruptured. The valve was deployed fully with no issues. Upon removal of the sheath from the patient, a tear in the blue material of the sheath was noted. The tear was prong-like, possibly caused be the strut of the valve or calcium slicing it.